Manufacturer narrative:
The additional three proglide devices referenced are filed under separate medwatch report numbers. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported patient effects of tissue damage and hematoma are listed in the IFU as known adverse events associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using four proglide devices via a 14fr sheath, after an impella removal procedure. Reportedly, blood flow was not achieved with the first three proglide devices. A fourth proglide device was backloaded over the guidewire into the patient anatomy. Blood flow was achieved, and the suture was deployed with the guidewire in place. The guidewire was removed, and an attempt was made to close the foot plate. The proglide device could not be removed from the patient anatomy and it was thought the foot plate was in the open position. The device was opened, and it was found that the foot plate was outside of the body. A hematoma developed and manual compression was applied. The patient was given 2 units of blood and a vascular surgeon was called. A cut down was done to control the bleeding and remove the proglide device. It was found that the proglide device was caught in the patient¿s tissue. It appeared the artery was torn from the rough edge of the proglide device where the silver and black parts meet. The artery was sutured closed to repair the torn artery and achieve hemostasis. A clinically delay in the procedure was reported. User facility medwatch received stating: mw (B)(4). Describe event or problem: "during stent placement, the ventricular assist device got stuck in the groin. Patient underwent surgery for removal of the device and repair of the common femoral artery." It was confirmed that only the proglide device got stuck in the groin, not the ventricular assist device. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.